Event description:
It was reported that the pump indicated that the cartridge needed to be reloaded for an unknown reason. There was no reported adverse impact to customer's blood glucose level. The customer reloaded cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.